Event description:
Customer's mother reported that customer was hospitalized for high blood glucose and dka. Customer's mother stated that the device was bent when removed from customer's body. Troubleshooting was performed and pump appeared to be operating normally.